Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) system. Recorded failure to capture in the right ventricular (rv) lead, in the presenting electrogram (egm). Technical services (ts) recommended, to perform lead assessment with a programmer. The ICD system remains in service. No adverse patient effects were reported.